Event description:
It was reported that the wireless detector damaged due to detector drop. The device was not in clinical use and there was no harm to patient or user.

Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost c90 is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost c90 indicating that the wireless detector damaged due to detector drop. The device was not in clinical use and there was no harm to patient or user. Field service engineer (fse) performed analysis and concluded that the detector was damaged due to a drop. The damaged detector has been replaced with a new one, and the access point has been configured. The system was then qualified and passed all tests. System returned to clinical use with full functionality. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error).